Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
During use the cuff did not inflate. The tube was removed and replaced. There was no patient harm.

Manufacturer narrative:
(B)(4). The failure mode cuff won't inflate was confirmed (cause was found to be inflation line leak) in the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation/deflation test is performed for all products. The confirmed failure (inflation line leak) would have been detected during the 100% inflation/ deflation test, therefore, the failure mode is not confirmed as related with the manufacturing process.